Event description:
Literature was reviewed regarding paravalvular leak after transcatheter aortic valve implantation (tavi). The study population included 3,600 patients who were predominantly male with a mean age of 81.5 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r (n=448), evolut pro (n=738) or evolut fx (n=79) bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: severe paravalvular leak, stroke, arrhythmia requiring permanent pacemaker implant, major vascular complication, and elevated mean gradients of 11 mmhg. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: nav warraich et al. Paravalvular leak after transcatheter aortic valve implantation: results from 3600 patients. Ann thorac surg. 2025 may;119(5):1037-1044. Doi: 10.1016/j.athoracsur.2025.01.012. Epub 2025 jan 31. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.